Manufacturer narrative:
The customer¿s complaint that the tubing came apart at the y-port could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a lactated ringers infusion the tubing separated where the top of the drip chamber connects with the base of the y connection bag spikes. There was no report of patient harm.